Event description:
It was reported that beginning in 2008, the pt has had reduced speech discrimination.

Manufacturer narrative:
The device has been explanted and has been returned to the site, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.